Event description:
It was reported that the programmer needed its door fixed and that it was making loud grinding noises. It was further reported that the radiofrequency programmer head did not work and needed to be replaced. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 2090, programmer; (B)(4).